Event description:
Ventilator showed critical peep alarm and read to contact drager customer service. Alarm was not present upon entering the pt's room, alarm sounded after suctioning the pt. Ventilator immediately removed, pt was manually ventilated at 100% oxygen via ambu bag and new ventilator obtained. No adverse event to the pt.